Event description:
It was reported that the customer had high blood glucose levels of 591 mg/dl. The customer treated with a manual insulin injection. The customer reported that the insulin pump alarmed no delivery. The customer also reported that the insulin pump had gone through a metal detector in the past. Troubleshooting was done. The customer was asked to deliver a five unit prime from the insulin pump. The customer reported that 0.3 units of insulin exited. The customer was advised that the insulin pump would need to be replaced. No additional information was provided.

Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected off no power or low battery alarms were noted. The insulin pump passed the functional testing, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. No excessive no delivery alarm or delivery alarm was noted. The insulin pump had minor scratches on the display window.

Manufacturer narrative:
The pump passed the dat test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.